Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they woke up to the device reading no power off. The customer's blood glucose level at the time of incident was 248mg/dl. Troubleshoot was conducted. The customer received spi to motor pic communication error alarm and was unable to due loop. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump was monitored for 24 hours with multiple basal rates. Insulin pump function properly. No device software error, motor communication error alarm or off no power anomaly noted during testing. No missing time or reservoir icon noted. No unexpected restart noted. Insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump passed unexpected restart test, self test and all operating currents were within the specification, no unexpected low battery or off no power alarm noted. No cosmetic damage noted.